Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: in the index procedure in 2019, a male patient was treated for a thoracoabdominal aneurysm. Zta-pt-46-42-233 (complaint device), zta-pt-42-38-225 and fen-thoraco-abdominal-graft were implanted during this procedure. It is reported on (B)(6) 2023 that there was a graft separation between the zta-pt-42-38-225 (manufacturer ref# 3002808486-2023-00235) and the cmd (custom made device) fen-thoracoabdominal graft. Furthermore, the distal diameter of the zta-pt-42-38-225 is measuring greater than 38mm¿s. On (B)(6) 2023 it was planned to reline this graft (as reported when receiving the complaint). The patient had an arch branch graft implanted in april (2023) to treat a type ia endoleak at the proximal zta-pt-46-42-233 (complaint device, current complaint). Per attending rep ¿I attended a procedure on 11sep23 where we inserted a zta-p-44-233 graft to reline and reconnect into the insitu cmd-device. At the time of this procedure on x-ray there appeared two fractured stents in the distal 7th & 8th stent of the implanted zta-pt-42-38-225.¿ (manufacturer ref# 3002808486-2023-00265). No dissection was present prior to insertion of complaint device. Per additional information: the following information was provided to cook medical endovascular graft planning group by the operating physician ¿the patient has been sent to me with a label of chronic type b aortic dissection but the appearance might also fit as purely aneurysmal disease. There has been a bentall's procedure previously done. The descending thoracic aorta is 6.1cm. I propose doing a 2 stage procedure: partial arch debranching (left common carotid artery to subclavian artery bypass) and thoracic endoluminal stent graft, then a thoraco-abdominal endoluminal stent graft as a second stage. Given the anatomy I think the best configuration for the thoraco-abdominal aortic aneurysm graft is 2 branches (coeliac artery, superior mesenteric artery) and 2 fenestrations (renals).¿ this complaint regards a type ia endoleak at the proximal zta-pt-46-42-233. An imaging review was performed by an imaging expert based on 3d-reconstructions from planning and sizing, an implantation simulation from planning and sizing, two follow-up ctas, thoracoabdominal cmd specifications and photographs, pre-implant correspondence from the implanting physician, and the complaint report. Relevant imaging review findings were: ¿a type ia endoleak developed by the first provided follow up cta (B)(6) 2022. Sealing stent constraint to 41.9mm and the endoleak morphology were consistent with a dissection. The constraint indicated at least a segment of intact seal zone intima constraining the sealing stent. It cannot be determined if the endoleak was limited to the false lumen and in a strict sense not an endoleak. Alternatively, it cannot be determined if the intimal tear involved some of the intima surrounding sealing stent and hence a true type ia endoleak. This determination typically requires at a least one post implant/pre-endoleak/dissection scan. Such a scan was not provided in this complaint.¿ ¿the aortic length from the left cca (common carotid artery) to the ca (celiac artery) significantly increased on the first follow-up cta (B)(6) 2022. On the first follow-up cta 10oct2022, zta-pt-46-42-233/ zta-pt-42-38-225 overlap was 87.6mm. The distance from the distal end of the zta-pt-42-38-225 to the ca was planned at 11.5mm. Consequently the original aortic length from the left cca to the ca was approximately 294.3mm (233+225+11.5-2(87.6mm)). This aortic segment increased to 379mm by the first follow-up cta (B)(6) 2022 and to 388mm on the second follow-up cta 31jul2023. The lengthening further retracted the zta-pt-42-38-225 from the cmd between the first follow-up cta (B)(6) 2022 and the second follow-up cta (B)(6) 2023. Assuming the zta-pt-42-38-225 and cmd overlap depicted on the planning and sizing was achieved, the lengthening was sufficient to cause the original separation despite initial 3.5 stent body lengths overlap.¿ per the imaging review impressions ¿the aortic lengthening was the result of a type ia endoleak associated with a dissection at the zta-pt-46-42-233 sealing stent. It cannot be determined whether the dissection was pre-existing or was a sine (stent graft induced new entry).¿ review of the device history record gave no indication of the device being produced out of specification. Endoleak is listed as a potential adverse event in the instruction for use. According to the imaging review, there was a type ia endoleak associated with a dissection at the zta-pt-46-42-233 sealing stent. It is not possible to establish if the endoleak was limited to the false lumen and in a strict sense not an endoleak or if the intimal tear involved some of the intima surrounding sealing stent and hence it was a true type ia endoleak. Based on the provided images the imaging reviewer cannot determine whether the dissection was pre-existing or was a sine. Therefore, an exact cause for the type ia endoleak cannot be established. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: patient had thoraco-abdominal aortic aneurysm disease. He has been sent to the physician with a label of chronic type b aortic dissection but the appearance might also fit as purely aneurysmal disease. There has been a bentall's procedure previously done. 2 stage procedure: partial arch debranching (left common carotid artery to subclavian artery bypass) and thoracic endoluminal stent graft zta-pt-46-42-233, then a thoraco-abdominal endoluminal stent graft (fen-thoraco-abdominal-graft) as a second stage. A type 1a endoleak at the zta-pt-46-42-233 sealing stent developed by the first follow up CT (computed tomography) (B)(6) 2022. Additional information received 12oct2023: zta-pt-46-42-233, zta-pt-42-38-225 and fen-thoraco-abdominal-graft were implanted during the same procedure in 2019. Arch branch procedure performed in (B)(6) 2023. Patient outcome: the type 1a endoleak was eliminated by branched endograft implant in the aortic arch performed (B)(6) 2023.